Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the pediatric patient experienced a skin reaction with redness, inflammation, infection and pus under entire patch area. On (B)(6) 2025, the patient consulted a family doctor and the reaction was treated with a prescription of an oral antibiotics (broadband). At the time of the report the patient was well and the inflammation was almost gone. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).